Event description:
The customer reported that they were missing info when they tried to retrieve alarm review info after a dnr pt expired.

Manufacturer narrative:
The field service engineer (fse) went on site to obtain info and logs. A review of the logs indicated that in 2009, the pt had a vfib/tach alarm event that was suspended by the clinician. At 08:14:16, alarms suspended, arrh alarms off until they returned to active status at 08:17:13. The info that was missing was from 08:16. The logs were reviewed by the engineer who stated "alarms were suspended at the time of the event, so the central would not record an asystole event while alarms were suspended. This is an expected condition." The available info does not support that there was a malfunction, design or labeling problem, but an issue due to the suspension of alarms by the customer. Spoke with the clinician responsible for the pt, who stated that she was present in the room, so there would not have been a delay in treatment but no intervention was initiated for this pt since he was a dnr. I explained the reason for the missing info at the central station. The product labeling (instructions for use) adequately explains alarm suspension and alarm suspension is clearly shown on-screen. There is no labeling problem. No further investigation or action is warranted.